Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events occurred due to configuration management board failure and printed circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image on monitor screen from serial digital interface output due to faulty main board, flickering in image from digital visual interface output due to a faulty printed circuit board, and corroded wires. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor is not outputting from any port (dv & hd-sdi), and the output image from the sdi terminal is not displayed. The issue was found during a therapeutic lap colectomy procedure and completed using a similar device. There were no reports of patient harm.